Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a plum set where it was reported that "during chemotherapy, the air monitoring place kept dripping¿. There was patient involvement but no harm on the patient or healthcare provider. No other information is available.